Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gastrointestinal bleeding is a known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was admitted from home with shortness of breath (sob) and melena. Decreased hemoglobin and increased international normalized ratio (inr) were noted at the time of admission. The patient was subsequently transfused with three units of packed red blood cells (prbcs). Patient underwent esophagogastroduodenoscopy (egd) and colonoscopy on (B)(6) 2016 which both were unable to locate the source of the bleed. Capsule study was performed on (B)(6) 2016 and revealed fresh blood in the proximal mid-bowel with no clear source of the bleed. The patient then received a double-balloon enteroscopy on (B)(6) 2016. Arteriovenous malformations (avms) were treated by cauterization. The patient was discharged home on (B)(6) 2016 due to a lengthy hospital stay associated with inflow obstruction requiring pump exchange (previously reported). No further information was provided.&#842;